Event description:
It was reported that high, out of range atrial (ra) lead impedance and lots of atrial lead noise with inappropriate mode switching was observed. The lead was found to be fractured. The patient was scheduled for an ra lead revision and generator change. The case was aborted because the patient is occluded. The patient will be rescheduled with a surgeon and an electro physiologist for a joint procedure to gain proper access to perform the ra lead revision. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).